Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The fluid path was tested for leaks. No leaks were found. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eza1. Hardware: sm-s911u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod adhesive completely detached from the skin at the infusion site on arm after approximately 36-48 hours of wear, resulting in the cannula dislodging and insulin leaking. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. The patient applied a new pod and successfully resumed therapy.